Event description:
Customer claims tube broke when picked up to read label on the tube. Left thumb was cut. Protocol for blood and body fluid was initiated. Pt tested negative. One hundred customer returned samples and 100 retention samples were visually inspected for glass breakage. No issues identified. Additionally, customer samples were analyzed for glass thickness, ringstrain and glaze thickness. All tubes tested within product specification.